Event description:
Upon review of a (B)(6), male, pt's flag files, zoll customer support reported gel previously released flags and high impedance flags in the absence of gel release flags. The pt was contacted and the electrode belt was returned. The pt ended use and was, therefore, not issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problems (gel previously released flags and high impedance flags) have been confirmed. Upon receipt the distribution node to rear therapy electrode cable was ripped from the distribution node. The electrode belt was able to detect a pt, but was unable to treat. The cause for the inability to treat was the damaged cable. The root cause for the damaged cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged cable.